Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00040.

Event description:
The customer alleged that her contour next ez meter switched the units of measurement from mg/dl to mmol/l. However, the alleged reading in mmol/l could not be found in meter's memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.